Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy the werewolf wand tip electrode was broken .no broken pieces were found. The procedure was completed using a back-up device, however it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code and medical device problem code. H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The device has impact damage to it. The tip plastics have been shattered off and none of it remains on the device. There is no electrode remaining. The metal shaft covering of the tip is bent and smashed. Product was out of the original packaging. No packaging returned. Functional evaluation revealed the unit cannot be tested due to its missing tip components. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an undated photo of the device was provided for review and confirms the reported breakage. The wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and possible retained foreign body could not be definitively determined. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain if retained. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, hitting the device tip against a hard surface, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.